Event description:
The reporting facility described three events involving the accudrain (B)(4) described as "leaking" while in pt use. All three incidents required revision to a new accudrain. The device involved in the event was discarded at the reporting facility. No pt injury occurred as a result of the event. Additional clinical info requested. (B)(4).

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.